Manufacturer narrative:
The insulin pump passed displacement test, self test and force sensor test. No unexpected missing segments or partial display anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had partial display anomaly. It was reported that the screen goes pale, loose in color, and has lines running across it. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was reported to be conducted. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.